Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A clinician reported what appears to be noise on the rv channel in recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Patient was brought in (B)(6), isometrics did not reproduce the noise. Patient is scheduled for revision. (B)(6) 2021 lead was capped due to noise and impedance issues. Hm showed a nst event which revealed noise on the rv lead. The patient was scheduled for lead revision and during that time, a red alert occurred due to low pacing impedance. At time of implant there were visible signs of lead crush/ breach in pocket, however the lead was tested with psa cables and there was significant noise noted on egms and varying lead impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Patient was brought in (B)(6), isometrics did not reproduce the noise. Patient is scheduled for revision. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.